Event description:
During an implant surgery, once the devices were connected, an impedance check was run. It was determined that one or both extensions were compromised in some way. An impedance check confirmed the lead was good. Both of the extensions will be returned. Additional info has been requested.

Manufacturer narrative:
(B)(4).